Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: a cable broke at the jaw of the instrument. This incident occurred during the procedure, but the patient was not affected by it and the duration of the procedure was not extended.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.